Event description:
It was reported that the event was related to the recharging process. It was noted that the clinical diagnosis was increased back pain with stimulation. It was noted that the patient reported increased back pain and kidney pain when the stimulator was turned on. It was noted that the patient requested a system explant. It was noted that the action taken was explanted and not replaced. It was noted that the event outcome was resolved without sequelae. Additional information received reported that the event was related to programming or stimulation. Additional information received reported that the event was not related to the recharging process. It was noted that the event was updated to programming/stimulation related.

Manufacturer narrative:
(B)(4).